Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt began experiencing symptoms related to the defective asr hip, including but not limited to, discomfort, pain, and soreness, which in turn negatively affected his ability to walk, move, and sleep among other things. It is further alleged that the pt will need revision surgery in the future.